Event description:
The customer reported the ventilator failed as a defect on arrival (defoa) with pressure sensor failure occurrence. It was reported there was no pt involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
(B)(4). There were no signs of damage or contamination to the exterior of this unit. Reinstalling the loose da to mc board cable corrected the vent in-op 1007 error with this customer returned ventilator. No other faults were found with this customer returned ventilator.

Event description:
The customer reported the ventilator failed as a defect on arrival (defoa) with pressure sensor failure occurrence. It was reported there was no patient involvement.